Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. (Pump functioned after plugging). Pump received with minor scratched display window and scratched case.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 180 mg/dl. Customer stated that the pump was dropped and will no longer turn on. Customer stated that the display issue was not resolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report.